Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury previously. Device issue: shaft separation. It was reported that, the distal shaft of the device separated when the device was being removed from the hoop. The device was not used on the pt. No add'l event or pt info is available.

Manufacturer narrative:
During processing of this complaint. Product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Results: product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that, the catheter was returned without blood or contrast visible. The balloon was loosely folded. The shaft had separated at the mid lap joint. The fracture faces were jagged. There was adhesive visible on both separated portions of the mid lap joint. There was no other damage noted to the catheter. The stylet and dispensor coil were not returned. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forward upon investigation completion.